Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: I sent you everything the account gave me. Perhaps the account did not read the correct lot numbers to me over the phone. Please work with the returned sutures and the lot numbers on the envelopes they came in. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received one detached needle outside its packaging that pertains to the product vcp371h, lot thmmac. The visual assessment of the needle, the swage, and the attachment area were observed as expected; however marks were noted on the body needle. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received one detached needle and one suture piece outside its packaging that pertains to the product vcp371h, lot thmmac. The visual assessment of the needle, the swage, and the attachment area were observed as expected; however, marks were noted on the body needle. The barrel hole of the needle was examined under magnification, and no suture remnant was found. The suture piece was examined, and the extremes were observed to be cut possibly caused by a surgical instrument. Per the sample condition, the functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received one detached needle outside its packaging that pertains to the product vcp371h, lot thmmac. The visual assessment of the needle, the swage, and the attachment area were observed as expected; however, marks were noted on the body needle. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation visual inspection and functional testing was conducted on the returned devices. The returned sample determined that two unopened samples that pertain to product code vcp371h, lot thmmac were received for evaluation. Visual inspection of the samples, the swage, and the attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using instron equipment, and the pull force did not meet the minimum requirements. After the investigation of the samples, the barrel holes were examined under magnification for suture remnant, and none was observed. The suture ends were examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, the light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that seven packets that pertains to product code vcp371h, lot thmmac were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Lot number tcmbbp was initially reported to be associated with product code vcp371h when the even was first reported. However upon review of the batch records for lot number tcmbbp show that it is associated with product code xnv134. Please clarify if there was any alleged quality issue against lot number tcmbbp. 2. Please clarify if two sutures from vcp371h and lot number thmmac experienced the needle popped of at the swedge. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08691. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The needle popped of at the swedge. A new suture from a different lot was used to complete the case. No adverse patient consequences were reported. Additional information was requested